Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Sex/gender: unknown. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019 and (B)(6) 2019. (B)(4). Device evaluation: visual inspection with the unaided eye shows that the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing record review: the manufacturing process record was evaluated and the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00, 24.5 diopter intraocular lens (iol), was explanted from the right eye due to myopic miss. The visual symptoms interfered with the patient's regular activities. It was noted that the suspect lens was replaced with a same model iol but different diopter (23.0). The pre-op best corrected visual acuity (bcva) 20/40 +2 j7 and post-op bcva 20/25. The patient was noted to be fine post-op. No other information was provided.